Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that three system failure occurred and bottom case was broken. No patient injury was reported.

Manufacturer narrative:
Other, other text: b3: date of event: updated with additional information received. B5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer and attached on 20 october 2022. This occurred prior to use on a patient so they switched to a different pump. The event date was updated.

Manufacturer narrative:
During visual inspection the device was observed to have a cracked bottom case. Review of the device event log showed that an audible alarm post had been previously recorded. During functional testing, the investigation were unable to reproduce or confirm the audible alarm issue. However visual inspection had confirmed the reported damage. The investigation attributed the observed damage to user interface. The investigation determined the most probably cause of the alarm was the device speaker, but the issue could not be confirmed. As no manufacturing root cause could be identified, no review of manufacturing device history records was conducted. A review of device service history found no service-related issues that would have resulted in the reported complaint. The device top and bottom case, right plunger case, and plastic plunger head components were replaced.